Manufacturer narrative:
The last calibration performed on 03-sep-2021 had no alarms. The calibration signals were slightly lower than expected. Quality control recovery was within range. Upon review of the alarm trace, system reagent short alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas 8000 e 602 module. The sample initially resulted in an hcg+beta value of 18.31 miu/ml and this value was reported outside of the laboratory. The doctor questioned the result and requested repeat testing of the patient. A second sample was collected from the patient in a different laboratory and tested on a vitros analyzer, resulting in a negative value. The initial sample was then repeated at the customer site, resulting in a value of < 0.100 miu/ml accompanied by a data flag. This value was considered to be correct. The hcg+beta reagent lot number was 47048901, with an expiration date of 30-sep-2021.